Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing due to the location in which it had been implanted. The icm was explanted and replaced. No patient complications have been reported as a result of this event.